Event description:
Pt run on dimension #1. Sample #46597 5:07pm- ctni=0 reported to floor, 6:58 (repeat)- ctni=high "a" error, reported to floor, 7:55 (1:10) dilution- ctni=342.27 reported to floor as >50. Pt run on dimension #2. Sample # unclear, but account claims this is same as above. 7:33pm- ctni= high "a" error, 8:04pm- ctni=0. When customer contacted dade behring tac they were requested to send the sample to db for analysis. Customer reported none of this sample still remains and no other values appear discrepant.